Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-nov-2022 to 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main fh 5 not detected on communication bus. A field service engineer found damage to communication bus cable causing issue and replaced drawer bus cable and fh controller card to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system full height cubie drawer has a burn mark on the controller/ribbon cable and would not recover. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer not detected on communication bus and found damage to bus cable was causing the issue. A field service engineer replaced drawer 6 bus cable and controller card to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system full height cubie drawer has a burn mark on the controller/ribbon cable and would not recover. There were no adverse events or injuries reported based on this event.